Manufacturer narrative:
Results: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 1.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the 5max ace was fractured. This type of damage typically occurs due to improper handling during removal from packaging or preparation. If the device is forcefully removed from the packaging hoop at an angle, it is likely that damage will occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, after removing the penumbra system 5max ace reperfusion catheter (5max ace) from its packaging, the hospital technician flushed the 5max ace and noticed that there was a crack near the hub. The damaged 5max ace was found prior to use and was not used in the procedure. The procedure continued using a new 5max ace.